Event description:
An ophthalmic surgeon reported that "water leakage" had been observed around cassette after surgery. There was no report of harm to the pt.

Manufacturer narrative:
A sample is expected, but has not yet been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).